Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the seal housing was leaking at the beginning of the case. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there more than one case/patient involved? No. If yes, we need to report each one separately. Were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? Partial. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Don't know. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? No. If so, what device? Was any torque being applied to the trocar or device?no.